Event description:
It was reported that that the patient with this pacemaker was hospitalized. Approximately four days later, this pacemaker exhibited two events of pacing inhibition while the patient slept. The first one was five seconds, and the second one was six seconds. In addition, oversensing and lead damage were suspected. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received detailed that x-rays were performed to check the rv lead status and no fracture or damage were detected. Moreover, the cause of the pacing inhibition is suspected to be due to some form of muscle electrical signals or noise. However, during testing the oversensing and the pacing inhibition could not be replicated. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was hospitalized. Approximately four days later, this pacemaker exhibited two events of pacing inhibition while the patient slept. The first one was five seconds, and the second one was six seconds. In addition, oversensing and lead damage were suspected. This pacemaker remains in service. No additional adverse patient effects were reported.